Event description:
It was reported that the extravascular (ev) lead experienced multiple episodes of t-wave oversensing (twos) and noise. The rv lead was reprogrammed and remains in use. In addition, the patient felt their extravascular implantable cardioverter defibrillator (ev-ICD) was moving up an inch slightly with changes in position. The patient stated they felt the sutures ¿pop¿ and thinks they are not holding the device in place anymore. The device pocket was evaluated in which slight movement of the device was noted, however the clinician was not concerned. The ev-ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ev240163 (evl011568v); product type: 3325-lead-hv-ev; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.